Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The german health authority (bfarm) contacted stryker to report that their device had stopped providing compressions and the led of the device illuminated and alarmed during transport. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There were no reports of harm to the patient associated with the reported event.

Manufacturer narrative:
The customer was contacted numerous times, for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated. The root cause could not be determined.

Event description:
The german health authority (bfarm) contacted stryker to report that their device had stopped providing compressions and the led of the device illuminated and alarmed during transport. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There were no reports of harm to the patient associated with the reported event.